Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed the reported problem. The rse inspected the system and advised the customer to power the system on at the m cabinet and ensure to check whether the system has incoming power. However, the rse was unable to resolve the issue. Hence, philips offered the customer a quote to have a field service engineer (fse) evaluate the system on-site, but the customer cancelled the quote, since the issue got resolved from the customer side. Therefore, philips did not inspect the device. No additional information could be obtained from the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.